Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, inappropriate shocks were delivered due to ventricular oversensing; therefore the sensitivity was reprogrammed from 0.4 mv to 0.8 mv on (B)(6) 2011. However, during the f/u on (B)(6) 2011, there were still some recorded oversensing episodes. The physician asked for recommendation.